Event description:
To whom it may concern, I am the parent of a minor child with type 1 diabetes, (B)(6), who has relied on the dexcom continuous glucose monitoring (cgm) system for approximately ten years in total. The g6 has functioned reliably and safely for my daughter for five years now, with very few device-related failures or safety incidents. It has been a stable and trusted component of her daily medical management. I am writing to formally express concern regarding the discontinuation of the dexcom g6 and the effective requirement that pediatric patients transition to the dexcom g7. For families managing type 1 diabetes in children, continuity, reliability, and predictability of medical devices are essential to patient safety. In addition to my concerns about the removal of a proven device, I am aware of multiple reports from other parents and caregivers describing significant performance issues with the dexcom g7. These reports include instances of repeated sensor failures--some describing multiple sensor failures within a short period of time, including reports of as many as seven sensor failures concurrently. Such failure patterns are unacceptable in a device relied upon for continuous, real-time glucose monitoring in pediatric patients. I also understand that several patients have died using the g7 and that lawsuits are underway. This is unfathomable and unacceptable. I am also aware of reports describing clinically significant discrepancies between sensor readings and capillary blood glucose measurements, including differences exceeding 200 mg/dl. Variances of this magnitude are not trivial; they have the potential to result in delayed or inappropriate treatment of hypoglycemia or hyperglycemia, placing patients at serious risk. I also understand that families who request sensor replacements are being denied replacements even though these sensors are failing constantly. This is not an issue with the g6. While I understand that individual reports and allegations do not alone constitute definitive conclusions, the volume and nature of these concerns warrant careful consideration--particularly when families are being told they will no longer have access to a device with a long-established safety and performance record. For pediatric patients, cgm performance is not a matter of convenience or preference. Alarm accuracy, signal continuity, sensor reliability, and data integrity are critical safety features. Discontinuing access to a trusted system without clear medical necessity or transparent justification raises serious patient safety concerns. I respectfully request the following, in writing: a clear explanation for the decision to discontinue the dexcom g6. The specific pediatric safety, accuracy, and reliability data supporting the assertion that the dexcom g7 is an equivalent or superior replacement. Information regarding accommodations or alternatives for families who do not consent to this transition. Confirmation that this concern has been escalated to dexcom's safety, regulatory, and quality assurance teams. How many people with type one diabetes have reportedly died using the g7 and how is dexcom fixing the g7 this correspondence is being documented and shared with federal regulators to ensure appropriate oversight. I request a written response. Sincerely, (B)(6) parent and advocate for a pediatric type 1 diabetes patient.